Manufacturer narrative:
E1: patient city: (B)(6), patient country: netherlands.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient went to emergency room due to low blood glucose levels on (B)(6) 2024. Patient's blood glucose at the time of event was between 6-11 mmol/l. Patient was treated via glucose infusion. Patient was released after one hour. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation: a complaint investigation has been initiated for record complaint (B)(4) on 29-jul-2025. Test result: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6005947 was manufactured according to the wi version 78 on 14-mar-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 28/jul/2025 against malfunction code no malfunction based on complaint information, harm code signs of untreated hypoglycemia that patient is unable to self manage requiring intervention by a health care provider (hcp) or requires emergency advanced life, and lot 6005947 and no other more complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.